Manufacturer narrative:
An inoperable implant was reported to abbott. The system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. It was determined the ipg went through the recovery process and is currently functioning. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Related manufacturer reference number: 1627487-2021-17070, 1627487-2021-17071. It was reported following a procedure on (B)(6) 2021 (manufacturer report number 1627487-2021-17069) the ipg¿s went through the recovery process. Ipg¿s were set into surgery mode prior to the procedure. Both ipg¿s are functioning properly.